Manufacturer narrative:
Philips has investigated this complaint. According to the additional information provided, the issue occurred during a planned vascular treatment and the procedure was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that there was no exposure therefore fluoroscopy was not possible. Fse identified the issue was with the tube. Fse replaced x-ray tube with anode drive unit adu. After replacement of defective part and fse ran all calibrations, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device was not able to perform exposure. The device was in clinical use at the time of the event. No harm to the patient or user was reported.